Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was in the spanish language and they were unable to navigate through. Customer was assisted with resetting the language on the insulin pump. Customer also reported no delivery alarms occurring. The customer was assisted with performing a set change. It was found the alarm was resolved by a set change. Troubleshooting found insulin was able to exit with a fixed prime. The customer also reported the cannula was not bent. The customer was advised the site may be occluded. The customer's blood glucose was 225 mg/dl. The reservoir will be returned for analysis.